Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the two blue reloads had a broken shipping wedge. The next reload had part of the shipping wedge broken and fell into the patient's cavity. This was retrieved using a clinch. All four reloads still had a little piece remaining after removing the shipping wedge. There was no patient injury.